Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during endovascular treatment the device could not be released from the distal portion of the capture coil. The device was removed and another device was used without complications. No patient injury was reported.

Event description:
Medtronic received additional information indicating that the patient was treated for an aneurysm located in the ophthalmic segment of the right internal carotid artery. The max diameter was 10 mm and the neck width was 6 mm. The proximal landing zone was 4.2 mm and the distal was 3.8 mm. It was further reported that the patient rotated the pushwire 10 times, in effort to release the device.

Manufacturer narrative:
Device available for evaluation. Additional information: date MFR rec. Device evaluation: device evaluated by manufacturer. Additional information: the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline braid appeared released from the capture coil. The capture coil was found damaged. The distal and proximal ends of the pipeline braid were found fully opened with moderately frayed. No bends were found on the pushwire. No damages were found with the proximal bumper. The coating of the entire pushwire length was examined under the video inspection system (30x magnification) for coating integrity. The coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise). Based on the analysis findings and the reported event details, we were unable to determine the cause of the reported event. It is possible that the damaged braid (fraying) and capture coil (stretching) may have contributed to the reported issues. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.